Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. The service history review found that the device had a repair request in the past one year. The most recent repair request was made on (B)(6) 2025. The customer issue was not replicated. The root cause of the event was unable to be identified because no reported issue was detected in the device. The air detector was replaced as a preventative measure.

Event description:
It was reported that even after priming, air bubbles still appear during the leak test. There was no reported patient involvement.